Event description:
It was reported that the patient received inappropriate high voltage therapy due to noise on the right ventricular lead. The shock impedance was low when delivered. The patient was asymptomatic. The lead was capped on (B)(6) 2018. There was significant lead to can abrasion noted during procedure. The patient was stable post procedure.